Event description:
One touch ultra meter would not power on. The medical affairs specialist spoke with the pt to obtain add'l info. The pt reported that the subject meter stopped powering on 2 to 3 mos ago. On the day of the concern, he developed symptoms of shakiness and a dry mouth sensation. No attempts were made to test during the time of concern. He drove himself to the hosp to obtain a blood glucose reading. A result of 480 mg/dl was obtained on the hosp meter. He was released and advised to take his prescribed insulin. The customer care rep verified that the correct test strips were being used, the battery was correctly installed, the battery was replaced less than 1 yr ago, and the test strips were in good condition. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.